Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A review of the device memory indicates the ventricular lead impedances had dropped significantly over the last year of implant, leading to the lead safety switch changing to unipolar. Technicians stated this anomaly could have contributed to the observation of inconsistent conduction. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications.

Manufacturer narrative:
The device was explanted and the rv lead was surgically abandoned. Should the device get returned, it will be analyzed and this event would be updated at that time.

Event description:
Boston scientific received information that this patient was experiencing pocket stimulation. It was reported that the patient did have previous issues with the right ventricular (rv) lead, so the pacing outputs were increased. A local sales representative was called to come and check the patient's device in the emergency room and rv thresholds were slightly higher and impedance measurements had decreased so low that the lead safety switch triggered. The device was programmed to aai mode and the stim went away and the patient had good conduction at that time. Further testing of the ventricular outputs were done, however, at one time a pause in pacing was observed, however the patient did not experience an adverse event as a result. The patient was kept in the hospital due to not having good, consistent conduction. The device and rv lead were subsequently replaced. It was noted that the device had reached replacement indicator.